Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:a review of the pump¿s history showed several consecutive call service alarms followed by multiple replace battery alarms on 07/05/2013. The pump powered on with auditory and vibratory tones, but the display remains blank upon boot up. The temperature issue could not be adequately tested due to the blank display. The pump cover was removed and evidence of moisture corrosion was found on a component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.